Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. The pressure arm needed to be replaced since the machine didn't keep the pressure stable(excessive pressure). The service order was declined by the customer, therefore the device was not restored to specification. A possible root cause is fair wear and tear as the device is approximately 13 years old, however we cannot discern a definitive root cause for the failure. The serial number indicates the device was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via mail that the device is to be repaired. It was discovered pre-op and there was no consequence for the patient reported.